Event description:
Caller reported that a malfunction occurred on pump. Previous occurrences of the same malfunction were noted. There was no adverse impact to customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.